Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that there was a low voltage and no external power event on 16sep2024. It was noted that the patient had some confusion on baseline. Log files were sent for review. There were two separate no external power events recorded. On 16sep2024 7:01:58, the recorded data indicated that a power source change from somewhat depleted batteries to fully charged batteries was attempted. During this change both power leads were disconnected. The alarm condition was resolved when battery power was restored to one of the power leads. The emergency backup battery was used to support the system and motor function was not affected by this event. Another no external power event was recorded on 16sep2024 at 19:49:38 while connected to mobile power unit (mpu) power. This was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system and motor function was not affected by this event. The event log file captured low flow alarm events on 15sep2024 and 18sep2024. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The patients mpu did have a v-lock connector on the ac power cord. The patient denies that the cord came loose from the wall outlet or the back of the unit. The patient was unable to state the cause of the loss of power. The mpu was not exchanged or removed from service. It was noted that the patient had some confusion and is left alone at home at times. The customer stated that it was likely the patient was alone at time of the alarm.

Manufacturer narrative:
Section b3: date of event corrected. Section d4: serial number, lot number, and primary UDI corrected. Section g4: PMA # corrected. Section h5 and h8: corrected for reusable device. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. A log file was submitted for review and data from the event date of 16sep2024 was reviewed. The log file captured low voltage hazard and no external power alarms from 19:49:38 to 19:49:44 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord, and that the ac power cord did not come loose from the wall outlet or from the back of the unit. It was also stated that there were no environmental circumstances that would have affected ac power, and that the mpu was not removed from service. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 13dec2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.